Manufacturer narrative:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient passed away. In addition, there were allegations of eye irritation, skin irritation, respiratory tract irritation, inflammatory response, kidney disease/toxicity, and cancer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Product brand name (rfb) has been corrected. Box g: report source - other has been updated. Device serviced by 3rdp has been corrected. Section h6 was updated.

Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient passed away. In addition, there were allegations of eye irritation, skin irritation, respiratory tract irritation, inflammatory response, kidney disease/toxicity, and cancer. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer incorrectly marked "type of reported complaint" as serious injury, which was incorrect. It is updated in this report.